Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced pocket pain months after the implant. The physician suspected that patient had an allergic reaction to the pacemaker metal. There was no allegation of malfunction on the device. The pacemaker was explanted and replaced by another one with a different coating. The patient was discharged.